Manufacturer narrative:
The device was in use for treatment. A review of complaints for this lot number identified no additional complaints. Returned device analysis reveals one 14f abiomed introducer sheath that is within manufacturing specifications. Upon further evaluation of the returned product, a slow leak was found when tested with a syringe where the sideport attaches to the hub. This area of the sheath was inspected under a microscope and the adhesive was found to be cracked. A leak test is performed on 100% of the introducer sheaths by qa. The underlying cause of the failure could not be determined. The introducer sheath passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional and leak testing. The potential causes of the sideport leaking may be related to excessive manipulation during use, not enough adhesive or improper adhesive material. The potential effects to the user are bleeding, prolonged intervention, potential product damage or inability to flush the sheath. A review of risk for this failure mode identified the risk to be as low as practical. Based on the investigation, a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. The instructions for use (IFU) provide these precautions: aspiration and saline flushing of the sheath, dilator, and valve should be performed to help minimize the potential for air embolism and clot formation. Infusion through the sideport can be done only after all air is removed from the unit. Never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. When injecting or aspirating through the sheath, use the sideport only.

Event description:
The customer reported that during a percutaneous coronary intervention, bleeding was noticed at the end of the case when the drape was being removed. It was further reported that the patient received two (2) units of blood after a hematoma developed from changing out the introducer to a different sheath.